Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the patient experienced a hernia coincident with peritoneal dialysis therapy. The hernia was manifested by chest pain. The specific onset date of the hernia was unknown; however, it was reported that the hernia had worsened with peritoneal dialysis therapy. It was not reported if the patient was hospitalized for the event. Treatment information was not reported. At the time of this report, the patient had not yet recovered from the hernia. Dianeal therapy was ongoing. No additional information is available.

Manufacturer narrative:
(B)(4). The device was not returned for evaluation. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. Should additional relevant information become available, a supplemental report will be submitted.